Manufacturer narrative:
Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on an unspecified date she obtained results of ¿205mg/dl and 83mg/dl¿ when testing on the subject meter. The two tests were reportedly performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time after the alleged inaccuracy she developed symptoms of ¿upset stomach, dizzy and feeling faint¿ and at an unknown time received treatment in an emergency room from a healthcare professional (hcp), however could not specify the treatment received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a healthcare professional after the meter issue occurred.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/13/2015). The patient¿s test strips have been returned on 2/13/2015 and evaluated by lifescan product analysis on 3/3/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.